Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle hub was cracked and the tear drop label was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was cracked. Also tear drop label was detached.

Manufacturer narrative:
H.6. Investigation summary open 32g x 4mm pen needle sample without a teardrop label and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken cover and hub was observed. Evidence of a teardrop label seal was observed on the cover. No DHR review can be carried out as lot number is unknown. Investigation conclusion visual examination was carried out on the returned sample and photos and a broken cover and hub was observed. Evidence of a teardrop label seal was observed on the cover. Root cause description this issue most likely occurred due to a jam on the machine during the manufacturing process. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd micro-fine plus¿ pen needle hub was cracked and the tear drop label was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was cracked. Also tear drop label was detached.